Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the merlin programmer exhibited diagnostics anomaly. No intervention was performed. The patient remained asymptomatic and would continue to be monitored.